Event description:
It was reported that the patient experienced inadequate stimulation. The spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead and lead extension were removed and replaced. Post operatively, the patient was noted to have recovered. Additional information was received that at the time of the procedure, it was unclear if the high impedances came from the lead or lead extension, and therefore the decision was made to completely remove both.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-3138-25. Serial number: (B)(6). Batch/lot number: 20341433. Model/catalog description: lead extension kit 25cm. Unique identifier (UDI): (B)(4). Sc-2218-50 sn (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-3138-25 sn (B)(6). X-ray inspection of the returned lead extension revealed that two of the cables were fractured after the weld in the distal connector stack. This type of damage typically occurs when excessive tensile force is exerted onto the lead extension body and connector section of the lead extension. The broken cables are still contained inside the connector.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-3138-25. Serial number: (B)(6). Batch/lot number: 20341433. Model/catalog description: lead extension kit 25cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead and lead extension were removed and replaced. Post operatively, the patient was noted to have recovered. Additional information was received that at the time of the procedure, it was unclear if the high impedances came from the lead or lead extension, and therefore the decision was made to completely remove both.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-3138-25. Serial number: (B)(6). Batch/lot number: 20341433. Model/catalog description: lead extension kit 25 cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The spinal cord stimulation (scs) lead displayed high impedances. The patient underwent a procedure where the lead and lead extension were removed and replaced. Post operatively, the patient was noted to have recovered.